Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. No keypad was observed to be intact. The ok and arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pump was returned for a damaged keypad. Evaluation revealed no damage to the keypad and intermittently unresponsive buttons. This report is made based on the results of evaluation.